Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and while charging pump battery the pump shut off unexpectedly. Customer's blood glucose was 333 mg/dl. Reportedly, the customer charged the pump battery again and continued to use the pump for insulin therapy.